Event description:
It was reported that a catheter dye study was performed. The dye was seen near the pump connector. No pt symptoms were reported. Both the pump and the catheter were replaced. No pt outcome was provided. The pt's pump contained sufentanil and bupivacaine. See MFR report# 6000030-2007-02354.

Manufacturer narrative:
Final device analysis revealed that the pump tube was ruptured.